Event description:
Additional information received reported that the patient was still having concerns regarding the device or therapy but was working with the doctor or manufacturing representative. It was noted the patient was waiting for a response from the health care professional.

Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported there was a shocking or jolting sensation. It was stated the shocking was very strong, and when it shocked the patient it would ¿send them to the moon.¿ it was reported the patient had 4 spine surgeries in the last year that were not device related. It was noted the patient¿s last surgery was (B)(6). It was noted the shocking started shortly after the second spine surgery in (B)(6) 2012. It was noted the device was working ¿ok¿ to control their pain until (B)(6) 2012. It was noted the patient normally felt stimulation in the right leg. It was noted the shocking was in the patient¿s leg and back when the stimulator was turned on. It was reported the patient could not ¿turn it down,¿ and the shocking still existed if the stimulation was set to 0. It was noted the patient¿s stimulation was currently off. It was reported that an x-ray was performed and showed no sign of lead migration or movement. It was noted the patient had an appointment on (B)(6) scheduled with their health care provider (hcp). It was noted the patient was in a lot of pain and could ¿barely walk¿ due to pain in their right leg. It was noted that patient had wished they never changed their implant and leads because the product ¿got worse¿ and the older unit worked better. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report. See mfg report # 3004209178-2013-21119 for previous device replacement.